Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. The customer required assistance and was given insulin and changed supplies to address bg level. The customer resumed insulin therapy. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned